Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer stated that the issue began six months prior to the call. Blood glucose level at the time of the incident was not provided. The customer stated that she had been treating with manual injections since the blank display occurred. Due to being out of warranty, the insulin pump was not replaced or returned for analysis.